Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the deice turned on at 10 joules, medics were able to adjust the joules up to 200 to deliver therapy. Complainant indicated that during subsequent testing, the malfunction was intermittently not duplicated. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.